Event description:
Account received discrepant results of approximately 20-30 patient samples. Only the following four examples were provided: initial bicarbonate gave - 0.9 mmol/l; repeat gave 20 mmol/l. The field service representative determined the root cause for the discrepant results to be due to a split in the sample line and replaced line. Performance tests were performed.

Event description:
Account received discrepant results of approximately 20-30 patient samples. Only the following four examples were provided: initial ast gave 12 u/l; repeat gave 20 u/l. The field service representative determined the root cause for the discrepant results to be due to a split in the sample line and replaced line. Performance tests were performed.

Event description:
Account received discrepant results of approximately 20-30 patient samples. Only the following four examples were provided: initial alt gave < 5 u/l; repeat gave 18 u/l. Initial total protein gave 4.7 g/dl; repeat gave 6.3 g/dl. The field service representative determined the root cause for the discrepant results to be due to a split in the sample line and replaced line. Performance tests were performed.

Event description:
Account received discrepant results of approximately 20-30 patient samples. Only the following four examples were provided: initial alt gave < 5 u/l; repeat gave 10 u/l. Initial total protein gave 4.6 g/dl; repeat gave 6.3 g/dl. No erroneous results were reported. The field service representative determined the root cause for the discrepant results to be due to a split in the sample line and replaced line. Performance tests were performed.